Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was reported that a touch contamination resulted in the peritonitis. The patient was hospitalized for the event. The patient was treated with fortaz and levaquin (dose and frequency unknown) and was discharged from the hospital five days later. Pd therapy was ongoing. At the time of this report, the patient had recovered from the event. Additional information was requested, but is not available at this time.